Event description:
Baxter international coordinator ¿ received report from customer on this extension set. Customer reported the tubing has separated from the injection site. No patient injury has been reported at this time. No additional information is available on this report.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and evaluated performed, a follow-up medwatch will be filed.